Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal cracked and unraveled while loading into the delivery tube. The hospital did not provide any further information. No patient complications were reported by the hospital.